Event description:
It was further reported that the lesion was 90% stenosed. The procedure was completed with a non-bsc balloon.

Event description:
It was reported that during a peripheral coronary interventional procedure, a balloon rupture occurred. The lesion was located in the non calcified right coronary artery (rca). The maverick 15x3.0mm balloon was advanced to the lesion and inflated to 6atm and ruptured. The procedure was completed with another unspecified device. No patient complications were reported. The patient's status is "good."

Manufacturer narrative:
Age at time of event: over 18 years. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trendign review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).